Event description:
Information received from the field notes that the patient was working with electrical tools at home and "passed out". He was rushed to the emergency room where a temporary external pacemaker was inserted. The implanted device was difficult to interrogate and when successful, dashes (---) were noted for most parameters. Programming the rate was unsuccessful.